Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was reproduced. System error 345 was confirmed through a review of the event history log and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown) in the medical surgical care area. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.